Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was unable to select fill tubing and instead the pump prompted the customer to select change cartridge. The customer's blood glucose level was not impacted by this event.